Event description:
It was reported that the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was fluctuating. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The o2 sensor was replaced, and release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. The output in ambient air was verified to be within the expected range, the sensor successfully completed the calibration steps, and the sensor output was steady throughout sample fraction of inspired (fio2) sample setpoints. It was determined that the o2 sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.